Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, pain, and "tumoration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edema, pain, and "tumoration" as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Healthcare professional reported 2 days after injection to the nasojugal and nasolabial grooves with juvederm (tm) voluma with lidocaine patient developed "edema on inferior eyelid, right cheek and pain during palpation". The injecting physician prescribed ibuprofen and antibiotic. 2 days later patient developed "increase of edema on same place of right side" with no problem on left side. On palpation there is a "tumoration of 4x5 cm, painful, very confined and well delimited, basically on infiltration place." Patient was injected with hyaluronidase. After 4 days the "tumoration persists" and was "punctured and it was extracted 3ml of liquid [illegible], it smells 'coffee and milk'." There is notable improvement, however the "tumoration is still palpable (2x1 cm), unpainful. It was prescribed massage." Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported 2 days after injection to the nasojugal and nasolabial grooves with juvéderm® voluma¿ with lidocaine patient developed "edema on inferior eyelid, right cheek and pain during palpation". The injecting physician prescribed ibuprofen and antibiotic. 2 days later patient developed "increase of edema on same place of right side" with no problem on left side. On palpation there is a "tumoration of 4x5 cm, painful, very confined and well delimited, basically on infiltration place." Patient was injected with hyaluronidase. After 4 days the "tumoration persists" and was "punctured and it was extracted 3ml of liquid [illegible], it smells 'coffee and milk'." There is notable improvement, however the "tumoration is still palpable (2x1 cm), unpainful. It was prescribed massage." Symptoms are ongoing.